Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer would power off or that the pacing system analyzer was not functioning. It was indicated that power cord outer insulation had separated from the cord plug. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would power off within a very short time of being turned on. It was also reported that despite the use of multiple analyzers, the pacing system analyzer was not functioning. The programmer was returned for service. No patient complications have been reported as a result of this event.